Event description:
On (B) (6) 2010 the pt reported her blood glucose was over 200 mg/dl before she went to bed, so she delivered a 0.6 bolus of insulin. She said her normal range is around 200 mg/dl with her target range being 70-120 mg/dl. She stated that prior to the report, her reading was 86 mg/dl. She said she checked her insulin infusion device this morning because she thought she had over-delivered insulin and then gave herself a bolus of 6.0 units. She said her son discovered her this morning having a seizure and her husband gave her glucagon. Her symptom of a low reading is blurred vision. Her reading after taking the glucagon was 86 mg/dl and she said she is feeling better. When she checked her infusion device during the report, she discovered a tbr (temporary base rate) increase of 200% had been set for 10 hours and 15 mins. It was canceled at 7:45 am. She also discovered that on (B) (6) 2010 another tbr increase of 200% for 12 hours was set. She stated she was unaware of both of these tbr's and has never set up a tbr. On follow up with the pt on (B) (6) 2010, she said she was back to "as normal as she can be." During the call, she checked her blood glucose and her reading was 66 mg/dl. She said she was drinking a soda to correct her reading. The infusion device was replaced and requested to be returned for eval.